Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had their system removed in (B)(6) 2016. The patient stated that their head pain had somewhat been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two neurostimulators for non-malignant pain. The patient reported that she received the implants for migraines. The patient wanted to have the devices removed because she no longer used therapy and it had been off for years as of (B)(6) 2016. In (B)(6) of 2016, when the patient was washing her hair she experienced tremendous pain in her head and it had not gone away. There were no trauma/falls reported that could have been related to this issue. The patient was to follow-up with a healthcare professional. The change in therapy/symptoms was considered to have been sudden. Refer to manufacturer report # 3004209178-2016-23327 for the report of this event for one the patient's other neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.